Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high undefined impedance warning on the superior vena cava (svc) coil. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds, high out of range pacing impedance, oversensing of noise with short v-v intervals, and a confirmed fracture. The lead triggered a lead integrity alert (lia) and lead impedance out of range warning. The lead was capped and a new lead was implanted.